Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother stated that the patient was at school when they were notified that the patient was experiencing high blood glucose (bg) levels. It was reported that the patient's blood glucose levels reached a high of 812 mg/dl while wearing the pod between 24 and 36 hours. Patient had a bad headache, stomach ache, chest pain, heart pain and blurred vision. Patient's mother stated the finger stick bg meter displayed a reading saying high over 600 mg/dl so the mother gave the patient 3 units of insulin per nurses order. Patient's mother stated when they arrived home they gave the patient an additional dose of 3 units using the pod. Bg levels were still high. The patient's mother stated they then drove the patient to the nearest (B)(6) hospital which is 2 hours away. When they checked the bg levels by drawing blood the levels were 812 mg/dl. The pod was removed at the hospital and the patient was given long and fast acting insulin.